Event description:
A 77 yr old male w/pacreatic cancer had intractable pain. A syncho-med pump was inserted on 1/12/98. The pt did not obtain adequate pain relief. The physician included that pump failure had occurred and the device was removed and a new pump placed.